Event description:
It was reported by (B)(6) that a "large" male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram revealed the presence of some pvd in the vicinity of the puncture site. Post procedure, the physician who is a trained user of the mynx, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device balloon lost pressure during balloon pull-back towards the sheath. The physician removed the device and since access was not lost, the physician prepped and deployed a mynx cadence vascular closure device 6/7f. The second device also lost pressure; therefore the physician converted to using a competitor's device (angioseal) and hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day, with no reported clinical sequela. No further info was provided.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the balloon loss of pressure was caused by a longitudinal tear in the balloon distal tip, approx 4.5mm from balloon proximal tip. No other source of leak was identified. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. A review of the lhr was not possible as the lot number was not provided. See medwatch report 3004939290-2012-00076 for the second device used in this procedure.